Event description:
On the 22 of july, 1999, a nellcor puritan bennett employee rec'd info reporting an issue with a 740 ventilator. The customer alleged that the ventilator shut down with no alarm during set-up. There was no pt harm or change in therapy. This report is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in this report.